Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation - yes') and ectopic pregnancy with contraceptive device ('ectopic pregnancy - yes') in an adult female patient who had essure (batch no. 686785-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("there is no filling of the tube on the right/patient desires to redo right tube") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure and removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered complication of device insertion, ectopic pregnancy with contraceptive device and perforation to be related to essure. The reporter commented: 6 coils were seen after placement. Plaintiff had essure inserted on (B)(6) 2010 whereas essure confirmation test was performed on (B)(6) 2010 as reported. Discrepancy- insertion date: (B)(6) 2010, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: there is no filling of the tube on the right despite multiple position changes.. Lot number 686785 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation - yes') and ectopic pregnancy with contraceptive device ('ectopic pregnancy - yes') in an adult female patient who had essure (batch no. 686785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("there is no filling of the tube on the right/patient desires to redo right tube") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered complication of device insertion, ectopic pregnancy with contraceptive device and perforation to be related to essure. The reporter commented: 6 coils were seen after placement. Plaintiff had essure inserted on (B)(6) 2010 whereas essure confirmation test was performed on (B)(6) 2010 as reported. Discrepancy- insertion date: (B)(6) 2010, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: there is no filling of the tube on the right despite multiple position changes. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: lawyer was added. New events- ectopic pregnancy, perforation, device ineffective were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.